Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as biomet product is not being revised. The initial report was forwarded in error and should be voided.

Event description:
It was reported that patient underwent right hip arthroplasty on an unknown date. A custom tri-flange acetabular component has been requested for this patient and an upcoming revision procedure has been indicated. The reason for the upcoming revision procedure is unknown.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4).